Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024, product ID: l-evolutfx-2329; product lot: unknown; product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an introducer sheath (18fr dryseal flex) was used. During removal of devices at the end of the procedure, access site vascular damage occurred which necessitated the placement of a stent. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the access site and the site of injury were on the right leg. Per the physician, the injury was caused by perclose not working well, and potentially by the patient being on dialysis. It is possible that the delivery catheter system (dcs) or introducer sheath contributed to the event, however the guidewire did not contribute.